Manufacturer narrative:
An event regarding a crack/fractured modified hollow tibial insert trial was reported. The event was not confirmed. The exact cause of the reported event could not be determined as no product was returned for inspection. Based on the information provided, no manufacturing nonconformities were identified. No further investigation is possible at this time. If additional information becomes available, the investigation will be re-opened.

Event description:
It was reported that doctor broke liner trial during surgery. Pieces chipped off when pulling trial out.

Event description:
It was reported that doctor broke liner trial during surgery. Pieces chipped off when pulling trial out.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 6-11 mm trial. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.